Event description:
In 2022, I underwent surgery in (B)(6) involving the implantation of a depuy synthes device (a johnson & johnson company). The implant was removed in 2023, and six months later, I began experiencing neurological and vascular symptoms -- including pressure sensations and documented swelling -- which were later linked by radiologists to a metallic fragment visible on imaging. Manufacturer investigation and contradictions, initial contact and discrepancy: I contacted johnson & johnson in (B)(6) 2024 due to conflicting statements from the hospital, which claimed no serial number existed for the implant. First investigation: j&j opened a complaint case, then closed it, stating they could not reach the physicians -- despite publicly available contact details and the fact that their own gdpr response redacted the addresses, making verification impossible. Second investigation: after I obtained batch numbers from the hospital (after 28 months), j&j reopened the investigation. In february 2025, the medical affairs team confirmed the batch numbers were valid depuy synthes products. In (B)(6) 2025, the product complaint team sent a contradictory letter stating the same batch numbers were unrecognized, while still acknowledging the presence of a metallic part on scans. This shift caused serious contradictions in my medical records and hindered diagnostic clarity. Regulatory communications and jurisdiction issues ¿ I contacted ema and dg sante, both acknowledged the case's medical relevance but declined further action since north macedonia is outside EU jurisdiction. Swissmedic opened an investigation but closed it due to jurisdiction limits (not medical irrelevance). They advised seeking legal support. Data protection and gdpr breaches, I submitted a gdpr subject access request to j&j, which was only fulfilled after a post-deadline reminder. Despite multiple follow-ups, I have received no response to a request for clarification of contradictory statements or contact with their data protection officer. Why this is serious; a confirmed metallic fragment remains in my body, pressing on nerves and vascular structures, causing ongoing symptoms. Traceability of the implant is blurred due to contradictory statements from the manufacturer and the hospital. Data integrity between j&j departments is inconsistent and directly impacts patient safety and regulatory transparency. I have exhausted EU and swiss authorities due to jurisdiction issues, while j&j's internal contradictions remain unresolved. Patient codes: 1924, 4577, 2687, 4426. Device codes: 2911, 3023. Ref report: mw5177873.